Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with inappropriate auto mode switch due to oversensing on the atrial channel and back up pulses in the ventricle. Programming changes were made.